Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu1375 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter leaked fluids 1 cm below the strain relief. No other information provided.